Manufacturer narrative:
See MFR: 3012307300-2017-02270.

Event description:
It was reported that the cannula of a cleo® 90 infusion set was bent, and the pump didn't alarm for occlusion. The patient did not notice any damage when the device packaging was first opened. The patient's blood glucose levels were 210 mg/dl at the time of the event. To address the high blood glucose levels, the patient administered a corrective bolus. No permanent injury was reported.